Event description:
During a remote follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. It is unknown if the patient is pacer dependent. No intervention has been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the patient is not pacer dependent.